Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no anomaly.

Event description:
It was reported that during an implant procedure the leads were connected to the extensions and then to the implantable pulse generator (ipg). Multiple impedance checks were performed and all registered over 10,000 ohms. The leads were disconnected from the battery and another check was run which showed the impedances were normal. The leads were again connected to the battery and the values were over 10,000 ohms again. A new battery was opened and used, and the impedance values tested normal. The surgery was completed and the patient was receiving effective therapy.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.